Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via data transmission with a pause episode on the implantable cardiac monitor. Upon review of the transmission, it was determined that the episode was false and was caused by undersensing due to device movement inside the implant pocket. It was recommended that the physician continue to monitor the device. No patient symptoms were reported.